Manufacturer narrative:
(B)(4). Investigation: the rbc unit had a 42-day expiration date. It was 21 days old at the time the clots were discovered. The disposable set was returned for investigation. Upon visual inspection, numerous, large rbc clumps were present in the packed rbc unit as well as in the clot screen filter. There were no platelet clumps in the rbc unit. The clumps were placed in normal saline at 37c and vortexed. They were insoluble and remained intact. Macro and micro rbc aggregates were visible during the microscopic exam. Platelets and wbcs were visibly absent. Rbc morphology appeared to consist of a large number of spherical rbcs instead of the normal disco cytes. The presence of microcytic rbcs was confirmed. The cells were spun at 3500 rpm for 10 minutes and was hemolysis in the plasma was noted. Sterility testing was performed on samples from the returned set. The results were negative for bacterial growth after 7 days of incubation at 37c. The age of the unit does not suggest hyper coagulable state induced by "old rbcs." The clots could be a result of storage lesions brought on by biochemical and biomechanical changes occurring during storage .it is also possible, on a cellular level, that alterations occurred on the phospholipid membrane during the filtration process. This could have accelerated the quality deterioration of the rbc uni-during storage. It is also possible that this is donor-specific. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported a clotted red blood cell (rbc) unit which was discovered during transfusion. The unit was collected and processed per unit protocol without any problems. The unit was issued for transfusion and the nurse hung the unit and initiated the blood flow. Approximately 80 mls were transfused then the blood flow stopped. The nurse tried changing the infusion set and could not re-establish blood flow. She then discontinued the transfusion and returned the unit to the blood bank. The recipient did not have an adverse reaction or require any additional treatment as a result of the transfusion. Donor unit #: (B)(6). Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
Investigation: the blood bag with 2 transfusion sets was returned for evaluation. Aggregates that were filtered from the blood bag were treated and observed through a microscope. Based on the testing, it is inferred that the aggregates were fibrin thrombi. The fibrin thrombi were formed because fibrin was activated after filtration and took red cells in. When the blood was diluted with saline and observed, no platelets or aggregates were found. The manufacturing records were reviewed, no abnormalities were found. Root cause: the root cause for this event was not definitively determined. The following are common causes of aggregation. Insufficient mixing of blood during blood collection. When blood is collected using gravity,clotting may occur if blood is not mixed with anticoagulant sufficiently; when blood collection requires a longer time, a possibility of forming fibrin clots increases duean increase in coagulation and fibrinolytic system.

Event description:
Patient information remains unavailabe at this time.